Event description:
It was reported by service report that the scale was not working. No adverse consequences have been reported.

Manufacturer narrative:
Conclusion: this service report was for an eval only. The user facility was informed of what would be needed to fix the unit.